Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a high blood glucose level of 400 mg/dl. Customer had nausea and was vomiting. Customer stated that the insulin does exit the tubing. Customer stated that 18 hours of the basal rate were deleted. Customer does not know how it happened. Customer was advised to contact their health care professional. Insulin pump will need to be replaced. Customer was asked to return the pump for analysis. No further details given.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.